Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the front of the bag. The leaks were discovered during final check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between june 03, 2018 - june 04, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.